Event description:
Pump was reported to overinfuse heparin during clinical use. A 500ml bag of heparin was hung at 0210 to infuse at a rate of 24ml/hr. 20 minutes later, at 0230, the entire bag had infused. No medical intervention was needed and no patient injury resulted.